Event description:
It was reported that the pump's alarm sound was not annunciating and the pump was not vibrating when alerts and alarms were declared. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. The customer reverted to an alternate method of insulin therapy.